Manufacturer narrative:
Device was not available for return. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iritis is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA on 03/24/2017.

Event description:
The surgeon initially reported that after several attempts they could not successfully implant the istent, and the procedure was aborted. Clinical follow-up was requested, and on (B)(6) 2017, the surgeon provided the following initial event details. The surgeon was unable to implant the istent due to compromised/obscured visualization. There was transient intraoperative bleeding that was self-resolving. During the patient¿s one week postoperative visit, 2+ cell and flare was noted in the anterior chamber. Prognosis was reported to be good. Clinical follow-up was requested, and on (B)(6) 2017 the surgeon providing the following event details. The patient presented with postoperative iritis requiring prednisolone acetate and prolensa topically. The adverse event was reported to be ongoing/persistent, although the patient was reported to be substantially improved and is scheduled to have a recheck on (B)(6) 2017. Additional information will be requested.

Manufacturer narrative:
MFR reference #(B)(4). Submitted to FDA on 04/19/2017.

Event description:
Clinical follow-up was requested and on 04/17/2017 the surgeon provided the following additional event details. No additional intervention has been taken. The event has resolved.